Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized with high blood glucose over 500 mg/dl and diabetic ketoacidosis. The customer stated she felt really weak and could not do anything. The customer declined to troubleshoot the insulin pump, which she was not wearing at the time emergency medical services were called. Nothing further was reported.